Event description:
The dentist reported that 1 month after the dental implant was placed in intra oral region #18, it was verified its non-osseointegration; 60 ncm of primary stability was achieved and pt presented peri-implantitis.